Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information reported that the patient was elevated on transplant list and received cardiac transplant on (B)(6) 2024 due to the driveline infection and external outflow graft obstruction.

Event description:
It was reported that on (B)(6) 2023, patient came into emergency department with fever and chest pain. Blood cultures were positive for methicillin-resistant staphylococcus aureus (mssa). The patient was treated with cefazolin for 6 weeks, and mssa and symptoms resolved after treatment. Blood cultures became negative on (B)(6) 2023. They were on chronic oral antibiotics cefadroxil and followed by infectious diseases specialists. There was no source of infection identified. Physicians thought perhaps endocarditis, but transthoracic echocardiogram (tte) was negative for endocarditis. Chest computed tomography (CT) was performed to assess for endocarditis or other source because tte and transesophageal echocardiogram (tee) were negative, and on chest CT performed on (B)(6) 2023. A mural thrombus was noted in the outflow graft with narrowing of the outflow graft (ofg) lumen proximally to 8mm. Graft narrowing had not caused any issues. Labs and subsequent echoes were normal; septum midline and atrioventricular (av) opens every beat. Right heart catheter (rhc) had normal filling pressures. There were no heart failure symptoms. No imaging or other diagnostic results were available to share. Antibiotic treatment resolved infection. The patient was discharged home (B)(6) 2023 after symptoms had resolved. There were no issues with flow or symptoms related to the incidental noting of narrowed outflow graft. Healthcare provider planned to be continuing to monitor outpatient; the patient was home doing well.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not be conclusively determined through this evaluation. Additionally, an outflow graft obstruction was not confirmed through the evaluation of the returned heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). (B)(6) was returned assembled with the pump cable severed approximately 12¿ from the pump header. A plastic wrap covered the end of the severed pump cable. The distal portion of the pump cable and the modular cable were not returned. The entire sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. A suture was present on the outflow graft approximately 8¿ from the graft attachment. Additionally, the outflow graft bend relief was returned with a cut down its length. There was no evidence to support that this cut was present during support. No outflow graft clip was returned. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations that would have contributed to a functional issue. The lvad event and periodic log files retrieved from the returned pump appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Incidental findings: visual inspection of the cuff lock upon disassembly of the pump noted that the locking arms of the cuff lock were visibly bent. The cuff lock was then overlaid on a 1:1 scale drawing that confirmed the obvious deformations in the locking arms. A specific cause for the deformation of the cuff lock arm and a duration of time for which it was present could not be conclusively determined through this evaluation; however, the lock functioned as intended. Review of the patient¿s complaint history revealed that no issues with the implant of the device were reported, and a review of the device history records for (B)(6) revealed that the cuff lock passed all inspection and testing steps. The observation would not have contributed to the reported event. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the hm 3 patient handbook, rev. D are currently available. Section 1 ¿introduction¿ of this document lists localized infection as an adverse event that may be associated with the use of the hm 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complications that may be associated with the use of hm 3 lvas. This section also includes information regarding how to prevent and control infection. Section 6 contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The patient handbook contains several sections with information about how to prevent and control infection. In addition, although no difficulty engaging the apical cuff was reported, the IFU provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not be conclusively determined through this evaluation. Additionally, a proximal narrowing of the outflow graft was not confirmed as no images are available for review, and report of a mural thrombus being the cause of the narrowing could not be confirmed as no images or product are available for evaluation. The patient remains ongoing on mlp-(B)(6) with no further reported issues at this time. The relevant sections of the device history records for mlp-(B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists localized infection and pump thrombosis as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection and thromboembolism as potential late postimplant complications that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. Section 6 contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. The heartmate 3 lvas patient handbook, rev. D, contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.